Manufacturer narrative:
During a follow up effectiveness check conducted by siemens healthcare diagnostics, it was found that the fed-ex package containing the umdr, addressed to the customer was returned as undeliverable. It was verified by siemens that the address for the customer was correct and the reason for the undelivered package was unknown. A siemens global product support (gps) specialist contacted the customer, and emailed the customer bulletin (B)(4) to the site immediately and requested the customer to follow the instructions on the umdr. The cause of the undelivered fed-ex package is unknown.

Event description:
Urgent medical device recall (umdr) - (B)(4) prostate specific antigen (psa) positive bias to the who was not received by the customer in the initial mailing by siemens healthcare diagnostics. Patient results obtained using one of the affected reagent lots for the psa assay, reagent lot 104 was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the patient results being reported.